Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer¿s blood glucose level was unknown. Customer treated their low blood glucose levels via carb intake.. Customer was placed on IV at the hospital due to low blood glucose levels. Troubleshooting was performed. Customer advised the insulin pump passed the self test and functioned properly. Customer was advised replacement the insulin pump will not be returned for analysis.